Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Analysis of the catheter found coring/tears/cuts in the sc connector (sutureless connector) that met the leak criteria as well as a sc connector malformed seal. Upon return, the device was interrogated and was found to have been programmed last to deliver hydromorphone 6 mg/ml at a dose of 2.4017 mg per day, clonidine 200 mcg/ml at a dose of 80.06 mcg per day and bupivacaine 25 mg/ml at a dose of 10.007 mg per day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device system was received from an unspecified source with no documentation. The indication for use for the implantable infusion system was not specified. No information was provided regarding if there was an alleged issue, if there were any patient symptoms, if any troubleshooting/diagnostics had been performed, if there were any actions/interventions if there was an issue or if there was an issue if a cause was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.